Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to noise. Upon review, the observed noise appeared to be diaphragmatic oversensing with less than two seconds of pacing inhibition. Technical services (ts) reviewed troubleshooting options. This ICD remains in service. No adverse patient effects were reported.